Manufacturer narrative:
First notification date changed to 10 oct 2025 as informed by sales representative.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the pre-mapping values were not acceptable, and the decision was made to temporarily remove the device from the body. Tissue was also observed on the helix of the lp. The lp was ultimately not used and was replaced with a new device. There were no patient consequences.